Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not charging batteries) was confirmed. Upon investigation , the charger was unable to charge a battery pack due to an internally shorted u600 component on the bedside board being internally shorted. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the damaged charger.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.

Event description:
A us distributor reported that a patient's battery charger was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (not charging batteries) was confirmed. Upon investigation , the charger was unable to charge a battery pack due to an internally shorted u600 component on the bedside board being internally shorted. The root cause of the shorted component was unable to be positively identified. No adverse event resulted from the damaged charger.